Event description:
Accidental ingestion of device [accidental device ingestion]. Sick feeling in stomach [nausea]. Incorrect use of product [inappropriate schedule of drug administration]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria (B)(4) significant), nausea and inappropriate schedule of drug administration. On an unknown date, the outcome of the accidental device ingestion, nausea and inappropriate schedule of drug administration were unknown. (B)(4) device assessment: the polident denture adhesive cream was suspected to be a contributory cause of the incident. The event did not lead to the death or serious deterioration in state of health of the patient. Additional details: this case was reported from a consumer via call center representative on (B)(6) 2015. A male consumer of unknown age has used polident denture adhesive cream from an unknown date. After using the product in the morning, there was no adhesive cream left on his denture in the evening hence the consumer suspected he swallowed the product. It was reported that the product did not lasted for 12 hours that is why the consumer used the product twice a day. The consumer experienced a sick feeling in his stomach when he woke up in the morning and enquired if it is harmful if he swallowed the product. No further safety information was reported. The consent for sensitive information and follow up contact was not confirmed hence no further information would be available.